Event description:
Meter name: profile. Customer could not see the serial number. Strip name: na. Meter code: na. Strip code: na. Strip storage: na. Symptoms: irritability and felt high. A patient reported they lost the test strip holder because it would not stay secure on the meter. Unable to test. Has an insulin regime and took usual amount of insulin. No further information has been reported.